Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21945. It was reported that a patient presented to the clinic complaining of dyspnea and syncope. Upon interrogation, it was noted that both their right atrial and left ventricular leads were experiencing loss of capture. An x-ray was performed, which had confirmed that both the right atrial and left ventricular leads were dislodged. Both leads were explanted on (B)(6) 2021. A new right atrial lead was implanted on (B)(6) 2021, but coronary sinus cannulation was unsuccessful so a new right ventricular lead was note placed. The patient was stable throughout.